Event description:
It was reported the patient received the following results within 15 minutes: 201 mg/dl and 103 mg/dl (system 1) and 103 mg/dl and 99 mg/dl (system 2). The same vial of strips was used with each meter.